Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was confirmed and likely occurred due to physical damage of the device. The event can be detected/prevented by following the instructions for use which state: "instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc190f important information ¿ please read before use warnings and cautions ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope exhibited a black screen image with red sporadic twinkling lights and scope communication error code e216 was displayed. The issue was observed during a diagnostic endobronchial ultrasound bronchoscopy (ebus). The procedure was completed a similar device. There were no reports of patient harm or impact associated with this event.